Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels, which the patient tried to treat with a correction bolus with the pump. Reportedly, the patient faced bent cannula and leaking site. Subsequently, on (B)(6) 2019, the patient was hospitalized for diabetic ketoacidosis, where intravenously insulin and fluids (drug name unknown) were given as corrective treatment which resolved the issue. Further, the patient was released from the hospital om (B)(6) 2019 and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.